Manufacturer narrative:
(B)(4). (B)(6). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss was not able to confirm reported issue. The fss performed a chamber refill to correct energy problem. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a phototherapeutic keratectomy (prk) laser treatment in the ablation process there was an energy failure with a refill message displaying with the excimer laser system. The surgeon performed a refill. The laser treatment was restarted but the error appeared again therefore the laser stopped with 6 seconds remaining. The irradiation could not be continued and another refill and calibration was performed and the system was restored. During the refill and calibration process, there was a 10 to 15 minute delay. The surgery reported there was a loss of 2 lines of best corrected visual acuity. Follow up revealed the surgeon considers the event as no patient injury and indicated this procedure was an epi-lasik procedure and the loss of best corrected visual acuity requires some time to reach refractive stability as it is similar to a prk. Before surgery: od=0.2pxm-iol (1.2xs+1.5dc-2.5dax170). After surgery1w: od=0.5xm-iol (0.9xc-0.5dax170).

Manufacturer narrative:
Additional information: the site clarified the surgery type was not epi-lasik but actually photorefractive keratectomy. The patient is doing well. Best corrected visual acuity is back to the pre-op level. Post op1m od=0.9 x m-iol (1.2xc-0.75dax160), post op2m od=0.7 x m-iol (1.2pxs-0.25dc-0.5dax170).